Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(4) 2011 and the results of this failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber was drilled through and exhibited any or all of char, devitrification, crater, melted glass and minor bevel melting. The normal wear out is accelerated by technique causing a lack of cooling. The root cause of the device failure was determined to be use and accelerated by tissue contact. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2010, there was a prostatic duct stone at 17,963 joules. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap was worn out.